Manufacturer narrative:
Ref (B)(4).

Event description:
On december 20th 2023, fujifilm healthcare americas corporation was informed of an event involving fuji - fdr go portable imaging unit x-ray machine. It was reported that a portable chest was performed, and the image would not cross into pacs. There was troubleshooting that was attempted but failed. The image was repeated. There was no patient harm or injury reported. There is no additional information provided.